Manufacturer narrative:
The user facility discarded the allegedly faulty components and did not return them to the manufacturer for analysis. Replacement service parts were sent to the customer for repair. Fowler clutch.

Event description:
It has been reported that the fowler is not working properly on this bed. No injury was reported.